Event description:
A report has been received from a hemodialysis facility that reported receiving a box of granuflo allegedly without a label. In order to clarify the circumstances/causes of the event, add'l info was requested and received on (B)(6) 2011. The product was not used for pt treatment and has been saved to be returned for eval.

Manufacturer narrative:
(B)(6). Of note: although the initial report was received on (B)(6) 2011, further info was required regarding the circumstances/causes of the event. This new info was received on (B)(4) 2011 and with the new info provided this incident has been determined to be a reportable event.